Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuations in blood glucose levels. The patient stated that their glucose levels during the event ranged from a low of 62 mg/dl to a high of 217 mg/dl, remaining below or above the 70¿180 mg/dl range for approximately 45 minutes during lows and 90 minutes during highs. During discussion, it was identified that the patient had been pre-treating impending lows, was not announcing meals accurately, and was overcorrecting low glucose levels. The patient was advised not to pre-treat lows, to announce meals according to what was actually eaten, and to correct low glucose levels using 15 grams of carbohydrates every 15 minutes rather than using a meal for correction. The patient used glucose tablets to treat low glucose levels and did not require assistance. No ketone testing was performed, and there were no recent steroid injections, no professional medical intervention, and no other assistance reported. The patient reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.